Manufacturer narrative:
This event occurred in (B)(6). Phone: (B)(6). The field service engineer checked the customer's analyzer and replaced the leaking tube to the sample pipetter. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys tsh assay, elecsys folate iii, elecsys ferritin, elecsys vitamin b12 immunoassay, elecsys pth immunoassay, elecsys troponin t, elecsys digoxin assay, elecsys probnp ii immunoassay results for 48 patients tested on a cobas 8000 e 801 module. The initial results were reported outside the laboratory. While the customer was performing qc, the customer discovered a leaking tube on the sample probe. The customer performed repeat testing with the samples for confirmation. Below are examples of questionable results reported by the customer: patient 1's initial results were tsh 0.03 and folate "<3." The patient's repeat results were tsh 1.1 and folate 10. Patient 2's initial ferritin result was 68, and the patient's repeat result was 103. Patient 3's initial pth result was 3.9, and the patient's repeat result was 11.4. Patient 4's initial probnp result was 4698, and the patient's repeat result was 6331. Patient 5's initial troponin t result was 33 ng/l, and the patient's repeat result was 873 ng/l. Patient 6's initial vitamin b12 result was 95, and the patient's repeat result was 502. Patient 7's initial digoxin result was 0.3, and the patient's repeat result was 0.7. The units of measurement for all assays were requested but not provided. For each assay, the reagent lot number and expiration date were requested but not provided.